Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt reported that the "up" button does not work. She indicated that the keypad has torn off from top of the pump and she can see metal underneath the button. The pt denies trauma to the pump and water exposure. The animas rep noted that the other buttons push and click normally.